Manufacturer narrative:
Investigation of this complaint found that the instrument functioned as designed during execution of the "factory 2 hr xylene standard" protocol started in retort a at 20:20 pm on (B)(6) 2018, from which sub-optimal tissue processing was reported. The root cause of sub-optimal processing of 50 large tissue samples derived from various levels in the three (3) baskets processed using the "factory 2 hr xylene standard" protocol started in retort a at 20:20 pm on (B)(6) 2018 reported by the complainant was use of a protocol of inappropriate duration for the size of the tissue samples being processed. The information provided shows that although a user initially selected the "factory 8 hr xylene standard 40 min" to process these samples at 18:55 pm on (B)(6) 2018, scheduling of this protocol was cancelled and the samples were processed using the "factory 2 hr xylene standard" protocol started in retort a at 20:20 pm on (B)(6) 2018 which would not have been appropriate for processing large tissue samples. Section 8.2.1 of the leica peloris/peloris ll tissue processor user manual tabulates the recommended protocol duration for maximum tissue dimensions and different specimen types.

Event description:
Leica biosystems received a complaint that 50 large tissue samples derived from various levels in three (3) baskets, which had been processed using a protocol started in retort a on (B)(6) 2018 and completed at approximately 05:30 am on (B)(6) 2018, had been identified as "underprocessed" following completion of the protocol. The complainant reported that one of the reagent bottles had "mould" growing inside and a sample had been sent for culture and identification. A leica application specialist - core histology (fss) visited the laboratory on (B)(6) 2018 in order to investigate the circumstances involved in this complaint. The fss measured the ethanol concentration in bottles 3-6 and 8-10 inclusive using a hydrometer; and the variance between the measured ethanol concentration and that calculated by the instrument software was found to within acceptable limits in all instances. The contents of bottle 7 (ethanol) had been discarded and the reagent replaced prior to the fss visit. The fss documented that a build-up of ink appeared to be present in bottle 7, which was the bottle about which the complainant had reported the presence of "mould'; review of the instrument logs indicated that a two (2) hour protocol had been chosen to process large tissue samples in error rather than an eight (8) hour protocol, which was more appropriate to the size of the tissue samples to be processed; and the affected processing run was a "factory 2 hr xylene standard" protocol started at 20:20:57 pm on (B)(6) 2018 comprising 261 cassettes. On (B)(6) 2018, the fss documented that all tissue samples exhibiting sub-optimal processing were diagnosable. (This information was received by leica biosystems (B)(4) on 21 march 2018.)